Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer also received a motor position encoder error alarm and a motor error alarm. Customer's blood glucose level was 295 mg/dl. Customer cleared the alarm. Customer was receiving motor error alarms during the priming process. Customer does not want to return the set or reservoir for analysis. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify excessive no delivery alarm or e70 alarm in the alarm history due to history file over written. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.